Event description:
A director of nursing reported during a procedure the aspiration was sluggish. There were no error codes reported. There was no pt harm reported. Additional info has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).